Event description:
It was reported the customer's insulin pump alarmed button error twice. Customer's blood glucose was 257 mg/dl. Customer's spouse reported he did not recall any significant event which may have caused the device to alarm. Customer's spouse was advised, to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.